Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider externalized the patient¿s pump on the day of report due to infection. The infection was over the pump pocket area. The infection appeared to be an overlying skin infection they tried to treat with orals. The catheter was aspirated and the pump was reconnected to the catheter after being externalized. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.